Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was misassembled; further described as ¿the tubing inlet was not embedded in bag¿. This was identified when the pharmacist was dispensing medicine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between september 20, 2018 to september 21, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection to the photograph, the port was observed on the outside of the weld. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.